Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct, performed on (B)(6), 2010. According to the complainant, the stent was being placed to treat a 7. 5cm biliary stricture due to cholangiocarcinoma. The stricture was measured under fluoroscopy using the 5cm hydrophilic tip of a jagwire, along with a catheter. As the stent was being deployed, it was observed that the stent was longer than 8cm as stated on the packaging. The stent appeared to be 11cm in length and much too large for the patient. The stent was reconstrained and removed from the patient. The procedure was completed with another wallflex stent of an unknown size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
A customer reported they received a reading of 350 mg/dl on their precision xtra blood glucose meter and thought the reading was higher than they felt. The customer also reported they reduced their food intake and experienced dizziness, seizure and loss of consciousness. The event was reportedly described as a hypoglycemic event. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer further reported they drank juice and tea with sugar to alleviate their symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed. All results were within the range specification during control solution testing. This is a final report.

Manufacturer narrative:
The meter (B)(4) and test strips (lot # 45001a353) were returned for an investigation. A follow-up report will be submitted once the investigation is complete.